Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and opening extended. Leak test and microscopic analysis was performed which identified: opening crease smooth, crack valve, broken fill channel and sharp opening on plug strap. Based on the device analysis the final assessment is: an opening crease smooth on posterior due to fold flaw opening. A cracked valve seat diaphragm valve. A sharp opening on plug strap due to an unidentified (tear) opening. A sharp broken on fill channel due to an unidentified (tear) opening. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device was explanted.